Event description:
It was reported that during an implant procedure, the cap came off and the thread separated from the superion indirect decompression spacer. The broken spacer was removed and a new spacer was successfully implanted.